Event description:
Reportedly, the device was explanted at implant due to paravalvular regurgitation. A replacement valve was implanted and no problems were found. No additional info is available.

Manufacturer narrative:
Device not returned.